Manufacturer narrative:
Investigation results: received information from sales: sales feedbacked that no injury, and the equipment has been repaired by dealer, replaced the file clip. Conclusion: wear item (file clip) replaced all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code ¿ 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.

Event description:
In this event it is reported that a raypex 6 gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.